Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. Vascular access was obtained via the femoral artery. The 90% stenosed de novo target lesion was located in the severely calcified and moderately tortuous right coronary artery. The 12mm x 3.00mm nc quantum apex balloon was used to pre-dilate the lesion with extra force applied to the device in attempting to cross the target lesion. The balloon ruptured at 16atms upon the first inflation. Following the balloon rupture, the device was removed intact and the lesion was successfully ablated with a rota device. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).